Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report, but received no further detailed information. An olympus representative visited the user facility to follow up on this report. The olympus representative performed functional testing on two trays of equipment which included a loop, working element, telescope, inner and outer sheath, high frequency cable. Energy was supplied by an electrosurgical unit. The sales representative was able to replicate the phenomenon and isolated the difficulty to the inner resection inner sheath, which was noted to have a non-olympus insulation tip, which caused the arcing and melting of the electrode. The subject resection inner sheath was forwarded to olympus for evaluation. The evaluation confirmed that the returned inner sheath has a non-olympus insulation tip, and the insulation tip exhibited evidence of thermal damage. In addition, the insulation material at the distal end was severely damaged with a large portion missing. The cap from the tension ring was loose, with worn out sealant. There were minor stain and scratches on the trocar sheath. The inner sheath was serviced and was returned to the user facility. The damaged inner sheath likely resulted in an overcurrent condition which damaged the electrode. This report is being submitted as a medical device report in an abundance of caution. Cross-reference MFR. Report number: 9610773-2011-00028 for the electrode. Olympus (B)(4) is filing mdrs on behalf of gyrus acmi and olympus medical systems corporation. Gyrus acmi registration numbers (B)(4). (B)(4).

Event description:
Olympus was informed that during a transurethral resection of prostate the bipolar electrode broke, melted, and burned up. There was no device fragment reported to have fallen inside the patient. The procedure was completed with unspecified device. There was no patient injury reported.